Manufacturer narrative:
An event regarding infection involving a scorpio patella was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: : on (B)(6) 2000 a resection arthroplasty and insertion of a tobramycin cement spacer was performed for a pre- and post-operative diagnosis of an infected loose left total knee with a staph aureus coag negative bacteria. Operative report describes spinal anesthesia and the use of a tourniquet, and ¿all cement that could be removed was removed". Uncomplicated surgery was described and the patient was discharged on (B)(6), 2000 on intravenous vancomycin. ¿in view of this patient's complicated history of multiple total knee arthroplasty surgeries over more than twenty-two years he is doing remarkably well. Many of his symptoms when last noted in 2003 seemed to relate to his patellectomies and multiple revisions, including several for infection. X-rays on (B)(6) 2010, which is more than nine years after removal of the loose screw from the left femoral component, demonstrate a well- fixed cemented component with cement across the modular junction and with no evidence of movement or disassociation at that junction. No clinical follow-up beyond the patient's encounter on (B)(6), 2003, no patient demographics, no serial x-rays, and no examination of explanted components including the loose screw are available. No reason can be determined for why the screw backed out of this femoral component assuming it was properly torqued in place. Other than a brief additional surgical procedure to remove the screw no untoward events resulted from its backing out. There is no evidence of the patient suffering as a result of faulty prosthetic design, manufacturing, or materials in reviewing this complicated clinical history.¿ -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot and the sterile lot. Conclusions: the reported event for infection of the left knee was confirmed but the root cause could not be determined. It was noted in the clinician report, ¿in view of this patient's complicated history of multiple total knee arthroplasty surgeries over more than twenty-two years he is doing remarkably well. Many of his symptoms when last noted in 2003 seemed to relate to his patellectomies and multiple revisions, including several for infection. There is no evidence of the patient suffering as a result of faulty prosthetic design, manufacturing, or materials in reviewing this complicated clinical history.¿ the internal investigation of sterilization process and records confirmed the product met sal 10-6 per corresponding iso standards.

Event description:
Per medical review: (B)(6) 2000 a resection arthroplasty and insertion of a tobramycin cement spacer was performed for a pre- and post-operative diagnosis of an infected loose left total knee with a staph aureus coag negative bacteria. Operative report describes spinal anesthesia and the use of a tourniquet, and cement that could be removed, was removed".

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: p/s ii tib bearing insert; cat#7492-0908; lot#apfh; modular femoral comp (cement); cat#7380-0009l; lot#k98l124; cement mod. Tib. W/o holes; cat#7376-0009; lot#t98n345; series 7000 stem extension; cat#7895-1610; lot#37541801; series 7000 stem extension; cat#7895-1610; lot#37541801; simplex p full dose 1 pack; cat#6191-1-001; lot#rjf351. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Per medical review: (B)(6) 2000 a resection arthroplasty and insertion of a tobramycin cement spacer was performed for a pre- and post-operative diagnosis of an infected loose left total knee with a (B)(6) bacteria. Operative report describes spinal anesthesia and the use of a tourniquet, and cement that could be removed, was removed".

Manufacturer narrative:
Device information corrected for the insert listed as a reportable other device. The following devices were also listed in this report: p/s iii tib bearing insert; cat#7493-0912; lot# 25888101 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Per medical review: june 14, 2000 a resection arthroplasty and insertion of a tobramycin cement spacer was performed for a pre- and post-operative diagnosis of an infected loose left total knee with a staph aureus coag negative bacteria. Operative report describes spinal anesthesia and the use of a tourniquet, and cement that could be removed, was removed".